Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio alerts and an adverse event. The patient's blood sugar (bg) was low while driving and blacked out as they were turning into an intersection. The patient came to after colliding with another car. It was indicated that the patient did not receive an alert on the receiver while they were low. The paramedics were called and treated the patient on site with glucose. The patient stated that they did not remember what their bg value was but thinks it was lower than 35 mg/dl. The patient was transported to the hospital and was monitored for 4 hours and released. At the time of contact, the patient was in stable condition. Additional patient or event information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.